Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that the patient presented with noisy hip, after x-rays it was noted that the polyethylene liner had moved and the ceramic head was wearing on the metal cup.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: patient presented with noisy hip, after x-rays it was noted that the polyethylene liner had moved and the ceramic head was wearing on the metal cup. The product was not returned to depuy synthes; however, photos were provided for review. Review of the photos and x-ray revealed the acetabular cup in contact with the ceramic head which could have been due to a disassociation between the acetabular cup and the liner. Additionally, ceramic head shows metal transfer at the convex surface, most likely caused by the contact between the head and acetabular cup after the disassociation event occurred. It is not unreasonable that noise would be present due to the ceramic head articulating against the metal cup. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the dlt ts cer hd 12/14 32mm +9 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. Added: d1, d10 (concomitant).